Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist device (lvad) serial number (B)(6), revealed no device related issues. A direct correlation between the device and the reported events could not be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 18¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned for evaluation. The outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned not engaged to the graft hardware. The cuff lock has been disengaged prior to the pump's returned and the apical cuff was not returned with the device. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-045408 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, and device thrombus that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a stroke alert called because they were unable to move one side of their body. The doctor noted that the patient had a facial droop as well due to a cerebrovascular accident (cva) and required an embolectomy. A computed tomography (CT) scan was performed, and it also revealed a thrombus on the distal portion of the outflow graft (ofg). The embolectomy was performed prior to pump exchange. The doctor took the patient to the operating room (or) and performed a complete pump exchange. The patient's international normalized ratio (inr) was 2. No changes were made to anticoagulation. No changes were made to the device settings/parameters. There was no residual impact as of note. There were no log files completed. The pump was exchanged successfully, and the patient was recovering in the intensive care unit (ICU). The plan of care remained the same, the ventricular assist device (vad) was placed as a bridge to decision.